Manufacturer narrative:
Ate of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown.  Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a physician that 5 ml bd luer-lok¿ syringes sterile, single use, have been to found to be leaking at the needle attachment "top of the syringe" while injecting medication into patients. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review could not be performed due to unknown batch #. Investigation conclusion: root cause and CAPA not required as no defects were confirmed.